Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline embolization device and pipeline flex shield, the stent had migrated caudally, resulting in incomplete coverage of the neck of the aneurysm located at the left c7 terminus. The aneurysm was unruptured and saccular with a maximum diameter of 3.7 millimeters and a neck diameter of 2.5 millimeters. Angiographic imaging at a one-year follow-up showed occlusion of the anterior cerebral artery and posterior communicating artery. Dual antiplatelet treatment was administered, although the platelet reactivity unit level was not taken. The patient had a medical history of cigarette smoking, type 1 diabetes, obesity, headaches, anemia, anxiety, and arthritis.no patient complications have been reported as a result of this event. Ancillary devices: guide catheter 7 french armadillo, microcatheter medtronic phenom 027, guidewire brand, size, and lot number are not collected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were issues identified with the phenom catheter used. No cause determined. Site only stated ¿"stent had migrated caudally, post deployment. Now without full coverage of the neck of the aneurysm." Site reported migration months before core-lab reported angiographically occluded branch of anterior cerebral artery and pcom.